Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicty per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that after wearing the pod longer than 48 hours, the site was painful, irritated, red, inflamed, bleeding with pus coming out. The patient visited the hospital, where the site was cut open to be cleaned and prescribed antibiotics (name unknown) to be taken for a period of 7 days.